Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, sought troubleshooting for a dexcom g7 sensor, and requested education on glucose testing and insulin dosing prior to travel. Symptoms included elevated blood glucose to 353 mg/dl without reported acute complications. Outcomes included user education on sensor troubleshooting, guidance to obtain backup syringes and test strips, and direction to schedule an urgent clinician appointment for insulin dosing guidance before travel. Investigation included a review of the event details and provision of troubleshooting and user education related to glucose monitoring and insulin administration. Investigation of this case revealed an unclear cause of the hyperglycemia, with no device malfunction identified and no component failure reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.